Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal was sticking. An angiojet ultra system console was selected for an embolectomy procedure. During device preparation, the food pedal would stick easily when the foot pedal was depressed. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the foot pedal was sticking. An angiojet ultra system console was selected for an embolectomy procedure. During device preparation, the food pedal would stick easily when the foot pedal was depressed. The procedure was not completed due to this event. There were no patient complications.